Event description:
Pt received 5-fluorouracil via baxter infusor device, 5ml/hr. Medication was to be administered over 46 hours, however, it infused at a faster rate. Pt received medication over 41.5-42 hours instead of 46 hours.